Event description:
In january and february I smelled something that was like oil, also noticed it would get loud at times. I have a kidney disease and not sure if the philips CPAP machine has worsen my medical condition. FDA safety report ID # (B)(4).